Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition indicating the proximal pressure drifted high was observed. The device's sensor board needs to be replaced to address the issue. No visible foam particles were observed. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.